Event description:
It was further clarified that this device was not removed, per a product return form. The patient appeared to have bilateral systems and the other system (serial (B)(4)) was removed. See MFR # 3004209178-2012-06607.

Event description:
It was reported that the patient experienced coupling/communication issues. The manufacturing representative attempted several physician mode recharges with the implantable neurostimulator (ins) which were unsuccessful. The device would not charge. An overdischarge was suspected. Other overidschages were also suspected in the past. This was the second confirmed overdischarge for this patient. It was believed that this overdischarge was the consequence of patient noncompliance. Multiple pmrs were unsuccessful in "waking" the ins. The patient had a return of chronic pain symptoms. The ins was replaced on (B)(6) 2012 with a non-rechargeable device and the patient was very happy post-op.

Manufacturer narrative:
Product ID 39565-30 lot# n178968002 implanted: 2008-(B)(6) explanted: product type lead product ID 37752 serial# (B)(4) product type recharger product ID 37743 serial# (B)(4) product type programmer, patient product ID 3708140 serial# (B)(4) implanted: 2008-(B)(6) explanted: product type extension product ID 3708140 serial# (B)(4) implanted: 2008-(B)(6) explanted: product type extension. (B)(4).